Event description:
Patient reported finding a leak in cassette of homechoice set during use. Patient noted fluid leaked onto homechoice machine. No injury or medical intervention was reported by the patient.